Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 29-jan-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who with an implantable pump for non-malignant pain and spinal pain. On (B)(6) 2021, it was reported that the patient's pump had "bad codes" and ended up "not giving [them] enough med" and then a month later it would "have too much". It was also reported that the patient's catheter "somehow had a hole in it", which the patient alleged short- circuited their heart's electrical system and they had a pacemaker put in. The original source document contains information that was unrelated to this event and was omitted. See (B)(4) - catheter disconnect; leak, (B)(4) - motor stall.